Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient first went to ER and then was hospitalized on (B)(6) 2024. Length of hospitalization was less than 24 hours. Blood glucose at the time of event was 487 mg/dl. The patient was found positive for ketones. No further information was available.